Event description:
It was reported that the right ventricular lead was oversensing, which tripped a lead integrity alert. During extraction of the lead, the superior vena cava tore at the atrial junction, requiring emergency surgery. The patient expired two days later.

Manufacturer narrative:
Additional information was received and indicated that the patient was admitted to the hospital for laser lead extraction. The patient is reported to have developed profound hypotension and loss of blood pressure while lasering through the superior vena cava/right atrial junction. The chest was opened and noted near-complete avulsion of the superior vena cava from the junction of the innominate vein and the right internal jugular vein. Reconstruction of the superior vena cava was performed. The patient is reported to have had hemorrhagic shock and received ¿massive transfusion of blood products¿ and was placed on a balloon pump. The patient is further reported to have been in acute respiratory failure on ventricular support, encephalopathy with no brainstem reflexes was noted and suspected brain death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Occurred.